Event description:
Same case as MFR#: 2134265-2010-02940. It was reported that during a coronary drug-eluting stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the femoral artery. The de novo, 6mm long by 2.0-2.5mm wide target lesion was located in the mildly tortuous and mildly calcified obtuse marginal (om). After pre-dilating the lesion with a maverick balloon, a 2.25x12 taxus liberte atom stent delivery system (sds) was advanced to the mid om and the stent was successfully deployed. Next, a 2.25x8mm taxus liberte atom sds was advanced proximal to the first stent; however when the physician inflated the balloon, it was noted that the stent had dislodged and was in the guide catheter. A balloon was advanced into the guide catheter to successfully remove the dislodged stent. A new 2.25x8mm taxus liberte atom stent was advanced to the target lesion. When the physician was going to inflate the delivery balloon, it was noted that this stent had dislodged in the om prior to deployment. An attempt to retrieve the stent was unsuccessful, so it was deployed at an intended location in the om where it dislodged. There were no additional patient complications and the procedure was aborted.

Event description:
Same case as MFR#: 2134265-2010-02940. It was reported that during a coronary drug-eluting stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the femoral artery. The de novo, 6mm long by 2.0-2.5mm wide target lesion was located in the mildly tortuous and mildly calcified obtuse marginal (om). After pre-dilating the lesion with a maverick balloon, a 2.25x12 taxus liberte atom stent delivery system (sds) was advanced to the mid om and the stent was successfully deployed. Next, a 2.25x8mm taxus liberte atom sds was advanced proximal to the first stent; however when the physician inflated the balloon it was noted that the stent had dislodged and was in the guide catheter. A balloon was advanced into the guide catheter to successfully remove the dislodged stent. A new 2.25x8mm taxus liberte atom stent was advanced to the target lesion. When the physician was going to inflate the delivery balloon it was noted that this stent had dislodged in the om prior to deployment. An attempt to retrieve the stent was unsuccessful so it was deployed at an intended location in the om where it dislodged. There were no additional patient complications and the procedure was aborted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer- visual examination of the returned complaint device revealed that the stent was detached from the delivery system. The stent was damaged with the struts stretched and bunched up on one end. Examination of the catheter revealed that the tip was damaged and kinked. There were stent strut impressions present on the surface of the tightly folded balloon between the marker bands, indicating the stent was appropriately positioned and secured during manufacturing. There was blood and contrast visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).